Event description:
User contacted technical service of a ook snow medical bed reporting that patient got out of bed and the integrated bed exit detection system did not alarmed of exiting. There was no adverse consequence for the patient.